Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2011. A review of the invoice history confirmed the surgery dates and indicates that the modular head and taper adapter were removed and replaced with a biomet active articulation liner and a ceramic head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2011. A review of the invoice history confirmed the surgery dates and indicates that the modular head and taper adapter were removed and replaced with a biomet active articulation liner and a ceramic head. Additional information provided in patient medical records indicate that the right hip revision procedure performed on (B)(6) 2011 was due to probable compression of the sciatic nerve. The operative report noted hemorrhagic synovitis with detachment of abductor muscles and muscle necrosis; black wear cyst; and the appearance of the synovium was black and gray. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.